Event description:
Olympus was informed that during a supracervical hysterectomy procedure the coag function of the electrosurgical unit (esu) did not activate when the users were attempting to activate a l-hook coag probe to seal off general bleeders. The users disconnected the foot pedal connector from the esu and then reattached but the coag function still did not work. The procedure was completed using a conmed bovie system. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed that the coag function was not functioning at all when being tested using the electrosurgical unit model esg-400. The exact cause of the user's experience could not be determined. The device was forwarded to the original equipment manufacturer for further investigation. If additional and significant information is received at a later time, this report will be supplemented. This report is being submitted as a medical device report in an excess of caution.